Event description:
It was reported that the patient had been treated for hypoglycemia. The patient's blood glucose levels had decreased to 43 mg/dl while wearing the pod. Symptoms reported include hallucinations and feeling delusional. Upon arrival of the paramedics the patient was treated with 3 doses of glucose gel. The patients blood glucose level had rose to over 100 mg/dl after receiving treatment. The patient did not go to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported treatment for hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 3.1.1. Cloud - smartphone operating system. N5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware. N5004l. Cloud - cgm sensor type. G7.